Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The lead is part of the advisory for this model. Evaluation summary for (B)(4): helix disengaged from helical channel. Full lead in segments returned and analyzed. Additional observation of blood in/on helix mechanism.

Event description:
It was reported that during and immediately after induction of ventricular fibrillation, oversensing on the lead was noted. The lead was removed and replaced. No patient complications were reported as a result of this event.